Event description:
Complainant alleged that during biomed testing, the device displayed " defib fault 79" and "pacer fault 122" meassages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer has indicated the device will not be returned to zoll for evaluation.